Manufacturer narrative:
(B)(4). The device was returned for evaluation. The balloon rupture was unable to be confirmed however there was a tear in the shaft which is likely what was perceived by the account as the balloon rupture. The reported kink and stent damage were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc trek 2.75 x 15 mm referenced is being filed under a separate manufacturing report number.

Event description:
The procedure was to treat a non-tortuous, heavily calcified, 90% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. A non-abbott guide wire was used to access the lesion a nc trek 2.75 x 15 mm was advanced for pre-dilatation. While the nc trek 2.75 x 15 mm was attempting to cross the target lesion, the physician felt the shaft was kinked. It was withdrawn and the shaft was found to be separated outside of the patient anatomy. The device was exchanged for a trek 2.5 x 15 mm to pre-dilate the target lesion. A multi-link 8 stent 2.5 x 23 mm was advance, but it failed to cross because resistance with the anatomy was felt. When the device was withdrawn the distal edge of the stent implant was flared less than 90 degrees and the shaft was kinked. Additional pre-dilatation was done with a trek 2.5 x 15 mm. Then a new multi-link 8 stent 2.5 x 18 mm was used to access the target lesion, but when the stent balloon was inflated it ruptured. The multi-link 8 2.5 x 18 mm was withdrawn and the stent implant was found to flared more than 90 degrees and the shaft was also kinked. A non-abbott 2.5 x 22 mm stent crossed the target lesion and was implanted successfully. A nc trek 3.0 x 12 mm was used to post-dilate. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.